Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the device had a failure. There was no reported patient involvement.

Event description:
It was reported to philips that the device had a software installation failure. There was no reported patient involvement.